Event description:
In 2004 - duragen graft for csf leak following spinal surgery. In 2009 - developed diffuse encephalopathy. Rapid deterioration to death in 3 weeks. Protein 14-3-3+ve. Presumptive cjd. Pm awaited. Batch number not recorded on notes.

Manufacturer narrative:
Integra has requested add'l clinical info from the reporter. The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.